Event description:
It was reported following a diagnostic coronary angiogram, an angio-seal was used to seal the right femoral arteriotomy. The angiogram revealed a 20% left main stenosis and a ventricular ejection fraction of 70%. Ten days later, the patient returned with disabling claudication symptoms. The patient underwent a right common femoral thromboendarterectomy / patch angioplasty. Remnants of the angio-seal device were found adjacent to the femoral artery. The angio-seal was lysed and the patient was heparinized. Thrombus formation was found within the common femoral and proximal superficial femoral arteries associated with the angio-seal. The thrombus formation and angio-seal were removed. Debridement of the femoral wall was performed and the incision was closed. The patient tolerated the procedure well.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the thrombus formation could not be conclusively determined. The angio-seal instruction for use (IFU) state that if thrombus formation at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.